Manufacturer narrative:
The device was received and the soft cannula was observed to be kinked. It could not be determined when the kink occurred. A leak test was performed and a leak was observed in the exposed portion of the soft cannula. It could not be determined if this contributed to the reported leaking during wear. A tear was observed in the soft cannula at the site of the leak. It could not be determined when the tear occurred. No timeouts or drive stalls were seen in the device data.

Event description:
It was reported that the patient's blood glucose level was beyond 250 mg/dl. The pod was worn between 36 and 48 hours on the arm. No information was provided on how the hyperglycemia was treated.